Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultrasmart meter's display had a black line through the display. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue occurred in late 2007, in the late afternoon. The patient misread her meter result and took an additional bolus of 2.25 units of insulin. After the reported issue, the patient reported feeling shaky, sweaty and disoriented. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the patient allegedly misread her meter result and became hypoglycemic after taking an increased amount of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.